Event description:
The syringe was used to inject insulin, and then the needle did not fully retract, leaving the tip of the needle exposed. Syringe and packaging, and a sample of ten from the same lot will sent to manufacturer, 0.5 ml size ref (B)(4).